Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead and the left ventricular (lv) lead exhibited loss of capture. Both the atrial and lv leads were explanted and replaced. The patient remained stable throughout the procedure.